Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician threw the blue leg assembly through the left sacrospinous ligament with the capio device. He then grasped the leg with a birkett clamp to complete pulling it through the ligament. At this stage, the leg snapped where it was being grasped, just beyond the point where the suture joins the dilator. The physician then grasped the remaining leg with the birkett clamp and continued to pull the leg through the ligament. The leg then broke a second time, also where it was being grasped, and 3cm of the dilator detached. At this point the remaining part of the leg was shortened so that it was almost unreachable. The physician had to dissect further until he could again grab hold of the distal potion of the broken leg with the clamp. He was able to retrieve the leg and pull it through the ligament successfully. Reportedly, neither of the detached pieces of the leg assembly fell inside the patient because they were still being grasped by the birkett clamp. The physician completed the procedure with this device, with no complications to the patient, who was fine and stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using a pinnacle anterior/apical pelvic floor repair kit, the physician threw the blue leg assembly through the left sacrospinous ligament with the capio device. He then grasped the leg with a birkett clamp to complete pulling it through the ligament. At this stage, the leg snapped where it was being grasped, just beyond the point where the suture joins the dilator. The physician then grasped the remaining leg with the birkett clamp and continued to pull the leg through the ligament. The leg then broke a second time, also where it was being grasped, and 3cm of the dilator detached. At this point the remaining part of the leg was shortened so that it was almost unreachable. The physician had to dissect further until he could again grab hold of the distal potion of the broken leg with the clamp. He was able to retrieve the leg and pull it through the ligament successfully. Reportedly, neither of the detached pieces of the leg assembly fell inside the patient because they were still being grasped by the birkett clamp. The physician completed the procedure with this device, with no complications to the patient, who was fine and stable at the conclusion of the procedure.

Manufacturer narrative:
Only a solid blue dilator with a portion of sleeve was returned. Visual analysis of the returned product revealed that the dilator was broken into three pieces. In addition, there was stretching and buckling at the breakage area of the dilator. No capio device was returned for analysis. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
(B)(6).